Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
(B)(4). The dentist reported that after the dental implant was installed in intraoral region #3, its non-osseointegration was observed. Moreover, 32ncm of primary stability was achieved, the patient presented bone type iii, bone graft was executed and fenestration occurred during surgery. The dentist also informed that the patient presented perimplantitis.

Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc. After the evaluation was noticed that the item received is different from the item reported on guarantee form by the complainant. Therefore, the lot number was not considered and the item field was corredcted.

Event description:
(B)(4). The dentist reported that after the dental implant was installed in intraoral region 3#, its non-osseointegration was observed. Moreover, 32ncm of primary stability was achieved, the patient presented bone type iii, bone graft was executed and fenestration occurred during surgery. The dentist also informed that the patient presented perimplantitis.